Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this pacemaker could not be interrogated. The magnet rate indicated that this device had reached elective replacement near (ern) and a revision procedure was scheduled. This pacemaker was explanted and retained by the hospital. No additional adverse patient effects were reported.